Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: the device is failing test 8 of the pm; it is taking about 5 seconds for ptank to drop from 300 to 280. I''ve checked multiple tubes/o-rings/connections but still can''t find the issue. This occurred during pm. Upgraded the software from 281b to 2.90e. Replaced mixer valves, pressure release valve, pressure sense board and pressure regulator. The ptank pressure still drops from 300 to 280 in les than eight seconds. The next step will be to replace the mother board. This case will be updated one the repairs are completed.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the device is failing test 8 of the pm; it is taking about 5 seconds for ptank to drop from 300 to 280. I''ve checked multiple tubes/o-rings/connections but still can''t find the issue. This occurred during pm. Upgraded the software from 281b to 2.90e. Replaced mixer valves, pressure release valve, pressure sense board and pressure regulator. The ptank pressure still drops from 300 to 280 in les than eight seconds. The next step will be to replace the mother board. This case will be updated one the repairs are completed.